Event description:
During preparation, it was found that the balloon leaked. There was no patient involvement.

Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.

Manufacturer narrative:
The device has not been returned for investigation.

Manufacturer narrative:
Corrected: device available for evaluation - corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the catheter was severely kinked on its proximal shaft at 15.5cm distal to the strain relief. The catheter coating was found to be conforming to its required specifications. All dimensions were within specification. The functional inflation test using an encore inflation device was successfully performed to check the balloon for leaks. The balloon was inflated for 1 hour and 15 minutes. The inflation device pressure was monitored and steady. There was no sign of any leaks noted. Magnified inspection of the inflation port found a crack in the hub of the device but no leaks were found at the crack in the hub. No other anomalies were found. The cause for the observed kink and crack is believed to be related to the manner the device was handled. There is no indication that the device, labeling or packaging failed to meet its specifications when released. There is no indication from the information that the reported event is related to product specification nonconformance. As per the reported information, the balloon leaked during preparation. The device labeling has precautions: "do not prepare or pre-inflate the balloon prior to deployment, other than as directed. Use balloon purging technique described in the operational instructions." There were no leaks found during the investigation of the device. Therefore, the reported issue of the balloon leaked was not confirmed. Manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.